Event description:
An (B)(6) male patient underwent aaa repair on (B)(6)2010. The patient was not suitable for aaa repair because the patient's right common iliac artery was heavily curved with aneurysm. The physician embolized the patient's internal iliac artery and placed the iliac leg until the external iliac artery. The patient ipsilateral useful length was long, so the physician used 12-90 for extend and then placed 10-71. After the physician placed the contralateral leg, he deployed the ipsilateral limb, but it was deployed at the curved portion of right common iliac artery and could not be deployed completely. He then tried to move forward the gray positioner in order to remove the top cap, but it could not be moved as it was stuck at the ipsilateral limb portion. When the physician turned the gray positioner, it moved forward, but he recognized that there was some kind of force that moved the top cap down and hook at the suprarenal stent, causing the main body to be pulled down. After deployment of the ipsilateral iliac leg, the physician did angiography and recognized a type I endoleak due to the main body being pulled down one stent length. The physician tried to place the main body extension, but the wire guide stuck at beginning portion and could not be inserted into the dilator. A new main body extension was used and ended the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4) - difficulty removing top cap is not specifically labeled in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques. The IFU also states: "read all instructions carefully. Failure to properly follow the instructions, warnings and precautions may lead to serious consequences or injury to the patient." No images or the device were returned to assist with this investigation. Based on the event description and the physician's comments, it appears that the top cap of the device was not fully docked prior to removal of the delivery system, per the IFU. This resulted in the suprarenal stent being caught by the top cap and pulling down the main body, resulting in a type I endoleak. The physician's comments were: "the reason of the migration was because during the removing of the top cap, it was not been checked and the gray positioner has been moved forward." The root cause was product use or handling related by not following instructions. We will continue to monitor for similar complaints. No additional actions required at this time.